Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a(B)(6)patient needing mechanical circulatory support. It was reported that the patient was placed on impella cp support for hemodynamics support and to stabilize the patient post procedure. The patient developed oozing at the impella cp insertion site and pressure dressing was applied to achieve hemostasis. The patient had reoccurring bouts of ventricular tachycardia (vt) and ventricular fibrillation (vf). Patient has been shocked over 15 times with a reduction in ejection fraction to 10%. The physician requested a transfer for a higher level of care and possible upgrade to a 5.5 pump.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08426 was provided.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.